Event description:
A report was received that patient was experiencing pain in her back at the incision site and was prescribed valium. The patient's lead was revised, due to lead migration which was confirmed with an x-ray. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.